Manufacturer narrative:
The following device was added to the complaint after the initial medwatch was submitted: cat. No.: 6430-0-030, avon patella medium, lot code: lbo489. The patient is (B)(6) in height. An event regarding pain involving an avon patella-femoral component was reported. The event was confirmed. The device remains implanted. Medical records received and evaluation: medical review concluded that there is no documentation of a recall of these components. Other than the follow-up description of excellent range of motion, good positioning, and ¿mild patella femoral crepitus¿ there is no documented confirmation of the complaints noted in the event description. There is no follow-up subsequent to (B)(6) 2011 and no evidence of factors of faulty prosthetic design, manufacturing, or materials responsible for this clinical situation. Device history review: DHR review was satisfactory. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the reported pain was confirmed through the medical records provided. The medical review indicated that the patient had excellent range of motion and the components position was good. There is no evidence of factors of faulty prosthetic design, manufacturing, or materials responsible for this clinical situation. The exact cause of the reported pain could not be determined with the information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient hears lots of popping and scratching sound like metal in both left and right knee. Patient also has pain time to time in both knees. He is concerned if his implant is part of the recall process.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient hears lots of popping and scratching sound like metal in both left and right knee. Patient also has pain time to time in both knees. He is concerned if his implant is part of the recall process.